Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system sign-in issues, which were timing out, seemed related to the phsca domain not synchronizing with the user access. The application spins and eventually times out during the login step. A technical support specialist (tss) dialed into the production es application server and verified both users have ad and ca domain accounts. Tss dialed into the stations and checked the medstation logs and confirmed the issue is only occurring on ca domain users and it's taking about a minute to verify the user informed the customer that their network team would need to be involved and suggested comparing the settings between the ad and ca domains. The tss also informed the customer that wireshark could be installed on one of the stations to capture packets while a ca domain user attempted to log in, allowing for analysis of the network traffic to identify the cause of the delay. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es caregiver had issues with sign in. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.